Event description:
Customer reported that the pump's touchscreen was cracked or shattered. There was no information reported regarding the customer's blood glucose level. The pump is being returned for replacement, and a replacement pump with a new serial number was prepared for the customer. There was no information provided regarding backup insulin therapy.